Event description:
The olympus representative reported the forceps elevator wire on the evis lucera duodenovideoscope was cut. No patient injury or procedure impact reported. During the evaluation of the device, it was noted the adhesive part of the lighting lens was peeling off. There was a gap in the glued end or dirt has entered the lens through the gap. This report is to capture the reportable malfunction the adhesive part of the lighting lens was peeling off. There was a gap in the glued end or dirt has entered the lens through the gap noted at estimation.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. A break in the forceps wire was observed due to an external factor. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of standard due to the elongation of the angle wire. The bending section cover adhesive was missing. Water coverage was located on the electrical connector. Scratches were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress by repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.